Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full abdominal hysterectomy scheduled for nov 18th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian mass ("my right ovary has a mass"), hydrometra ("abnormal fluid in uterus"), emotional disorder ("feeling so many emotions right now") and scar ("scar"). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the medical device removal, ovarian mass, hydrometra, emotional disorder and scar outcome was unknown. The reporter considered emotional disorder, hydrometra, medical device removal, ovarian mass and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: emotional disorder, hydrometra, medical device removal and ovarian mass and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full abdominal hysterectomy scheduled for (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian mass ("my right ovary has a mass"), hydrometra ("abnormal fluid in uterus"), emotional disorder ("feeling so many emotions right now"), scar ("scar"), ovarian cyst ("ovary has cyst"), adnexa uteri pain ("painful ovary cycst") and mental disorder ("mental illness"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the medical device removal, ovarian mass, hydrometra, emotional disorder and scar outcome was unknown. The reporter considered adnexa uteri pain, emotional disorder, hydrometra, medical device removal, mental disorder, ovarian cyst, ovarian mass and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :emotional disorder, hydrometra, medical device removal and ovarian mass and scar. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jun-2020: upon internal review it was found that this case (B)(4) was duplicate of this case therefore this case (B)(4) was marked for deletion. Nullification: duplicate case is identified with fu information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full abdominal hysterectomy scheduled for nov 18th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovarian mass ("my right ovary has a mass"), hydrometra ("abnormal fluid in uterus"), emotional disorder ("feeling so many emotions right now"), scar ("scar"), ovarian cyst ("ovary has cyst"), adnexa uteri pain ("painful ovary cycst") and mental disorder ("mental illness"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed. At the time of the report, the medical device removal, ovarian mass, hydrometra, emotional disorder and scar outcome was unknown. The reporter considered adnexa uteri pain, emotional disorder, hydrometra, medical device removal, mental disorder, ovarian cyst, ovarian mass and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :emotional disorder, hydrometra, medical device removal and ovarian mass and scar quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event ovary has cyst, painful ovary cysts and mental illness based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.